Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "bluish discoloration similar to tyndall effect," swelling, and permanent discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Vision abnormalities have been reported following injection of juvéderm voluma®, with and without lidocaine, into the nose, glabella, periorbital area, and/or cheek, with a time to onset ranging from immediate to 1 week following injection. Reported treatments include anticoagulants, sympathomimetics, steroids, and surgery. Outcomes ranged from resolved to ongoing at the time of last contact. Events requiring medical intervention, and events where resolution information is not available, were reported after injection of juvéderm voluma® with and without lidocaine in the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section)."

Event description:
Healthcare professional reported that approximately 2.5 weeks after injection in the infraorbital area and v-3 area with one syringe of juvéderm voluma® xc (lot# vb20a50224) the patient was experiencing "bluish discoloration similar to tyndall effect and swelling at the injection site." The patient was treated with a medrol dosepak approximately 6 months after injection. The symptoms are ongoing. Patient was taking armour thyroid and valerian concomitantly with injection. The patient had been injected in the lateral and medial malar areas, all below the areas, and v2-v3 areas with two syringes of juvéderm voluma® xc (lot# vb20a50193) approximately 2 months before the injection captured in this record. The patient experienced bruising, discoloration, and swelling at the injection sites after this injection. The bruising and swelling had resolved prior to the injection of juvéderm voluma® xc captured in this record. Further follow up from the injector revealed the following: approximately 7.5 months after symptom presentation the patient still has some discoloration. The swelling has resolved. Further follow up from the injector was received. The following information was noted: the patient was injected with vitrase. The patient felt that the vitrase ¿did some good. The right side looks fine however the left side is sunken.¿ ¿both eyes are still quite dark underneath, but not as bad as before.¿ ¿the cases have resolved, however the patient is still experiencing some permanent discoloration. The swelling has resolved but only did so by removing some of the voluma using vitrase, and recreating the tear trough.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2017-00104 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm voluma® xc (lot# vb20a50224), also a device manufactured by allergan.